Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter blood leakage from the rubber sleeve was observed. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: ¿this is a report about blood leakage from the sleeve of luer adapter. According to the customer's report, upon detachment of the tube from the holder, blood leakage from the rubber sleeve was observed.¿

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-11-09. H.3. Investigation summary: bd received 35 samples and 3 photos for investigation. The photos were reviewed and the indicated failure mode for sleeve leakage with the incident lot was not observed as the photos only show unused luer adapters. Additionally, 10 of the customer samples along with 10 retention samples from bd inventory, were evaluated by sleeve function testing, using 30 tubes per needle, and no issues were observed relating to sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter blood leakage from the rubber sleeve was observed. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: ¿this is a report about blood leakage from the sleeve of luer adapter. According to the customer's report, upon detachment of the tube from the holder, blood leakage from the rubber sleeve was observed.¿